Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer¿s blood glucose 600 mg/dl, 411 mg/dl, 240 mg/dl. The customer reported that they had received a change sensor alert after a calibration error. Troubleshooting was declined for high glucose. The insulin pump will not be returned for analysis.